Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the peel-way sheath does not split properly. As a result, the sheath is splitting to the side of the markings. There is no further information on this event. There was no medical/surgical intervention required. There was no consequence to the patient. There was no reported patient death.